Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was performed. The customer stated that she was not holding the buttons for more than three minutes. Advised the customer to revert to back up plan. The customer's most recent glucose reading was 513mg/dl, and the mother stated that she may take the customer to the emergency room to be treated for her high glucose. No further information was provided.